Event description:
It was reported via repair work order that the jack was stuck and could not fully raise or lower due to malfunction jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.